Event description:
Per legal documents: specific defect: both footrests have a metal bolt standing vertically on the inside of both footrests. There is no protection from this sharp metal bolt. No protective cover. Because of this safety defect, when attempting to move my leg from the footrest to the floor the metal bolt sliced my outer lower leg open leaving a 6" slice and 4 square inch gash, resulting in an emergency room visit and a hospital stay followed by 9 weeks of wound doctor visits and 9 weeks of home nursing care. Not to mention the physical pain and emotional trauma that still continues, not knowing for how much longer. My leg is scarred and deformed.